Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-30 serial/lot #: (B)(4), description: st linear lead 30cm model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a procedure related infection at the ipg site. The pocket was red and had pus. The patient was administered with intravenous antibiotic and underwent an explant procedure.